Event description:
It was reported that the patient felt pain and burns during the rf procedure. A generator problem/defect is suspected. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient felt pain and burns during the radio frequency procedure. A generator problem/defect is suspected. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not reproduce customer complaint. The cable foot switch was found to be damaged. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.